Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2015 the patient underwent a surgery because the electrode array could be seen behind the tympanic membrane. In situ measurements performed afterwards showed high impedance on four electrode channels; however reportedly the patient had access to sound on these channels. Latest in-situ measurements from (B)(6) 2016 show an increase of electrode channels with high impedance. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. The patient has been re-implanted.

Manufacturer narrative:
On (B)(6) 2015 the patient underwent a revision surgery because the electrode array could be seen behind the tympanic membrane. Cartilage was used to avoid extrusion. In situ measurements performed afterwards showed high impedance on four electrode channels, however reportedly the patient had access to sound on these channels. Latest in-situ measurements from (B)(6) 2016 show an increase of electrode channels with high impedance, indicating a possible damage at the active electrode, most likely due to device minute mobility. However to determine an exact root cause, a device investigation at the explanted device would be necessary. Re-implantation is being considered but no date has been scheduled yet.

Event description:
Device malfunction.